Manufacturer narrative:
The reported issue that the pump failed to alarm when expected could not be confirmed. The pump module had alarmed with a channel error code 351.66660.0 during the infusion. The reported issue that the device alarmed indicating recalibration was necessary was confirmed via log analysis; however the recalibration needed alarm was not duplicated during testing. The incident error code 351.6660.0 could have been associated with the report of the filter caught between the pump and the syringe. This reported issue could have prevented the drive head from moving the expected distance during the infusion triggering the channel error. The customer did not provide the filter in question and did not provide a picture or describe how the filter was entrapped. The force sensor within the drive head is positioned over the plunger of the syringe and detects the force being applied to the syringe. Testing of the spm force sensor found it to be detecting the force within specification. Physical inspection of the device noted fluid ingression damage with dried fluid residue found to have contacted the drive head lead screw and the surface of the linear sensor. The syringe pump module error code 351.6660.0 event was found recorded three times on (B)(6) 2018. Review of the syringe pump module alarmed with ¿syringe calibration required¿ and recorded error code 351.6660.0 in the error log at the times of 3:03am, 3:15am and 3:24am. The device was infusing from a bd 50/60ml syringe with the volume at the start of the infusion recorded at 13.8545ml. The rate of the infusion was at 6.6ml/h. Rate accuracy testing passed all the asm test requirements. The root cause for the customer¿s report was not identified.

Event description:
The customer reported that the pump failed to alarm when expected, and also alarmed indicating that recalibration was necessary. The user expected to receive a pump alarm for a condition where the filter was caught between the pump and the syringe, and when no alarm occurred, the patient did not receive the medication. The report came to the hospital biomed team from an unknown user on a hotline. No patient harm was reported. The hospital biomed technician indicated that during their investigation, the error logs showed a plunger position failure (351.6660.0) on the date of the incident and the log also contained plunger position sensor contamination errors.